Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2017: initial rsa surgery was done. / (B)(6) 2017: glenoid sphere dislocation was found. (The patient had been unable to lift her shoulder.) / (B)(6) 2017: glenoid sphere, baseplate, 4 screws, insert and tray were removed. Comments from surgeon: the patient's bone density had been very low which may have caused the glenoid sphere dislocation. "